Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial . Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -06.00/+3.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with another same model/length lens (lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.